Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular lead was repositioned.

Event description:
It was also reported that the patient had an increase in thresholds since implant.